Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, opt314 optiflow junior nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility has reported that the tubing the subject device was broken causing air leak after using the cannula for around 48 hours. The healthcare facility further reported that the cannula might have damaged during use, causing air leak. Conclusion: without the return of the subject device or photography for evaluation, we are unable to determine the cause of the reported event. As part of the manufacturing process, all optiflow junior nasal cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken throughout each batch and functionally tested for retention strength between the assembled parts. If there are any failures the entire batch is put aside for further investigation. The subject cannula would have met the required specification at time of production. The user instructions provide a visual guide for the correct set-up and proper use of the optiflow junior nasal cannula. They also include the following: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube." "Ensure that all connections are secure dung use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in china has reported via national medical products administration (nmpa) reporting system that the tubing of an opt314 optiflow junior nasal cannula was broken causing air leak after using the cannula for around 48 hours. The healthcare facility further reported that the cannula might have damaged during use, causing air leak. There was no reported patient consequence. The subject cannula was replaced to maintain the therapy.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china has reported via national medical products administration (nmpa) reporting system that the tubing of an opt314 optiflow junior nasal had cracks causing air leak after using the cannula for around 48 hours. The healthcare facility further reported that the cannula might have damaged during use. There was no reported patient consequence. The subject cannula was replaced to maintain the therapy.